Manufacturer narrative:
E1: patient country: united states.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that infusion set tubing was leaking at adhesive area which led to high blood glucose level on (B)(6) 2024. The infusion set in use within a day. The patient tested positive for high/large ketones. The patient received correction injection via multiple daily injection (mdi). The patient replaced infusion set and resumed insulin successfully. No further information available.